Manufacturer narrative:
Despite attempts, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a high out of range shock impedance measurement of greater than 200 ohms on the right ventricular (rv) channel. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.